Event description:
It was reported that the programmer was unable to establish a telemetry connection during a device check. Troubleshooting steps were unsuccessful. It was also reported the programmer was not able to establish telemetry with auto identification or by model select. The programmer and radio frequency head were returned for service. The return paperwork indicated no patient complications were associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer works with known good rf (radio frequency) head. Handle is broken on the lower case. (B)(4) no telemetry with rf head; rf head cable found out of electrical specification.